Event description:
It was reported that this right ventricular lead was explanted and replaced due to exhibiting low out of range pacing impedance measurements. This lead is expected to be returned for analysis. No adverse patient effects were reported.